Event description:
A customer in the united states contacted biomérieux to report two qcv-detected failures in section b1 of the minividas® instrument (reference 99737 , serial (B)(4)) using qcv lot 1007131000. A biomérieux field service engineer (fse) visited the customer and confirmed the pump at position b1 was clogged. The fse cleaned the instrument and obtained a passing qcv result. The customer had performed fifteen pct (procalcitonin) assays at position b1 since the last successful qcv on 29-jul-2019. A retrospective analysis was performed for the affected timeframe. Review of the initial and re-test results submitted by the customer determined seven (7) discrepancies of significance [five (5) were false negative, and two (2) were falsely underestimated]. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be conducted.

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding seven (7) false negative and under-estimated vidas® pct results identified during retrospective analysis following a qcv-detected failure in section b1 of the minividas® instrument. It should be noted that a qcv failure is not an abnormal behavior. It indicates that the qcv test performed its role as a functional control. This control is meant to detect residual risks that are rare and sudden. Those risks are already present and accepted into the minividas blue 110/220v - 99737 system risk analysis. The local field service engineer (fse) visited the customer site on 05aug2019 to evaluate the minividas instrument, and performed the following actions: visual inspection of the seals , nothing atypical was noted. Visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame: no unstruck dots were observed. Replacement of the seals. Performed a pump tester which failed. A visual inspection found clog on pump tube b1, all other positions were correct. Performed a pump cleaning on the section b. Performed a new pump tester after the cleaning: all results passed after cleaning. Performed a leak test and a qcv test in all positions of the instrument. All results passed. Root cause: pump clog on position b1. The investigation concluded the qcv failure was due to a clog in position 1 of section b. After a cleaning of the position b1, the system was qualified and is now operating per manufacturing specifications.